Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00493-1 0001825034-2021-00494-1. The following sections were updated: b4; b5; g3; g6; h1; h2; h3. After reassessment of complaint after due diligence this complaint has been determined not reportable and needs to be voided. There were no alleged product deficiencies or issues that contributed to the abandonment of the primary plan, and there are no alleged deficiencies with the products that are currently placed.

Event description:
After reassessment of complaint after due diligence this complaint has been determined not reportable and needs to be voided. There were no alleged product deficiencies or issues that contributed to the abandonment of the primary plan, and there are no alleged deficiencies with the products that are currently placed.

Manufacturer narrative:
(B)(4). Concomitant medical devices: versa-dial 50x27x50 hum head cat# 113057 lot# 060610; versa-dial/comp ti std taper cat# 118001 lot# 732570. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00493, 0001825034 - 2021 - 00494.

Event description:
It was reported that a patient is experiencing intense pain approximately 10 months¿ post implantation. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.